Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction code reappeared, and they acknowledged this guidance.